Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the reservoir. Customer's blood glucose level was high. Customer experienced ketones multiple times after replacing their reservoir. Customer advised they had air bubbles inside the reservoir and tubing. Customer advised replacement reservoirs would be sent out and they agreed to return the products for analysis.